Event description:
Provider states the l shaped bracket broke on the left and right side of the seat. Provider states the unit is a rental and was a demo in the store and patient acquired the unit in (B)(6) 2014. Provider states home use ,no alleged property damage or injury. No further information provided.